Event description:
Gold probe 350cm used for cautery. No heat per physician. All connections secure, power increased. Still no effect. Staff asked if physician wanted a different probe. Physician denied request. Procedure completed. When scope was cleaned tip of probe was pushed from the scope cannel. Physician notified. Probe, probe tip, and package saved.